Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg revision procedure.